Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that the blood glucose reading was running high and there had been no delivery alarms. The issue was resolved with a set change and the customer went to the doctor to change the settings. The blood glucose was as high as 260 mg/dl. The doctor advised the customer to discontinue the use of the insulin pump and revert to manual injections. The drive support cap was normal and recessed and there was no bent cannula, no air bubbles and no leaks. The time and date was correct and the settings were correct. The customer was sent a tubing clamp and advised to call back to perform a high pressure test.